Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was discarded, no further investigation on the device is possible. Further investigation is ongoing.

Event description:
The manufacturer received additional information on this event: no preoperative echo images are available as performed in another hospital. No manufacture defects were detected in the explanted devices. Both devices were discarded after the explant. The perceval m seemed to be correctly sized accordingly to perceval sizer and manufacturer recommendations. The hypothesis is that transient myocardial ischemia occurred likely due to extrinsic coronary compression because of the radial force of the perceval stent in an oval shaped bicuspid annulus.

Manufacturer narrative:
Based on the information reported in the paper, the correct positioning of the perceval valve pvs23 was confirmed, and the lmca ostium was not obstructed by the perceval valve stent. Thus, there was no physical obstruction to the coronary blood flow caused by the device. On this regard, it should be noted that the perceval s valve instructions for use (IFU) includes the following instructions and warnings related to the implant of the perceval valve to prevent possible coronary ostia obstruction: ''ensure that the sinusoidal struts of the prosthesis correspond with the sinuses of valsalva and that the metallic stent does not obstruct the coronary ostia''; [¿] ''warning: check visually for the following: coronary ostia patency, [¿]''. The authors speculate on an ''extrinsic coronary artery compression (ecac) caused by radial force from the perceval stent expansion''. The mechanism proposed by the authors of the publication, as also illustrated by the authors in the paper (fig. 3), implies that the radial force of the stent would apply at the level of the valsalva sinuses. However, this mechanism is not supported by the design of the perceval valve. In fact, as also reported in the perceval valve instructions for use (IFU) (paragraph 1 ''description''), the stent design is such that the radial force of the stent applies at the annulus level (i.e. Below the coronary ostia) to ensure a stable anchoring of the device. Based on the information received, no issues with the product were observed at the time of implant, as reported from the field. Furthermore, the DHR review performed confirmed the compliance of this pvs23 valve with the standards required at the time of manufacture and release. Considering the dimension of the prothesis ultimately implanted (magna ease 19mm) compared to the perceval size chosen (pvs23), the root cause of the reported event can be reasonably traced to a device oversizing. On this regard, it should be noted that the perceval s valve IFU includes the following warning related to device mis-sizing: ''warning: do not under or oversize the prosthesis. This could result in possible migration, excessive compression/ rupture of the aorta or stent folding that may lead to fatal arrhythmia or hemorrhage, regurgitation or altered hemodynamics''.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed on this event through the publication ''suspicion of intraoperative left main coronary artery extrinsic compression with perceval sutureless bioprosthesis'' by fletcher sanfeliu et al. The paper presents a case of a (B)(6) years old man with hypertension, dyslipidemia, and type 2 diabetes who was admitted for an elective avr because of symptomatic aortic stenosis. The preoperative echocardiography showed apparently trileaflet aortic valve with severe stenosis (peak and mean gradient 75/41 mmhg and area of 0.6 cm2) and left ventricular hypertrophy with preserved function. Annulus size was reported to be 21mm and diameters of the aorta were normal. Preoperative coronarography did not present significant stenosis nor coronary anomalies. Intraoperative findings showed a pseudo bicuspid aortic valve severely calcified with a fusion of left and right coronary cusps. The patient initially received a perceval l, but this valve was explanted intraoperatively due to bad positioning related to oversizing. The explanted prosthesis was replaced by a perceval m. After cross-clamping off, the patient presented again ventricular arrhythmias and a complex cpb weaning off, needing a high dose of inotropes due to severe left ventricular dysfunction with new severe mitral regurgitation (iiib mechanism) and severe pulmonary hypertension. Electrocardiogram changes were compatible with left main coronary artery (lmca) ischemia and color doppler in short-axis view in tee did not provide evidence of any blood flow in lmca, so the authors though of a possible obstruction of lmca ostium with the perceval stent. Thus, a third avr with a conventional edwards-magna bioprosthesis size 19 was performed. Upon inspection before explant, it was checked that the perceval m valve had been normopositioned and lmca ostium had not been occluded by the stent frame. The patient awaked at 30th postoperative day and could be discharged home after 5 weeks without neurologic deficit and with a normofunctioning aortic valve. The authors speculate on an extrinsic coronary artery compression (ecac) caused by radial force from the perceval stent expansion compromising coronary flow since after opening the aorta we could ascertain that lmca ostium was above the annulus of the perceval valve and free from the stent frame.